Event description:
Technical services received a call on 06/28/2012 from sales rep. Did 1.1j shock and got less than 20 ohms? Discussed, checked dailies all stable around 57 ohms. Recommended further cmd shocks to verify lead integrity. Less than 20 ohms is potential system short which could ruin n118. Should consider lead evaluation. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).